Event description:
User facility reported a patient had an adiana tubal occlusion procedure on (B) (6) 2009. The procedure was uneventful and was completed in "less than 10 minutes." The patient returned to the hospital and was admitted on (B) (6) 2009 with "pelvic inflammatory disease." She was started on intravenous antibiotics (name of medication unknown). Subsequently, "she went into rapidly progressing septic shock" and an emergency laparotomy was done. She was admitted to the intensive care unit (ICU) for 72 hours following surgery. It was reported that "the culture grew streptococcus." Additional information was received from the physician on (B) (6) 2009. He reported this patient had "known hydrosalpinges, thus at risk for infection." He reported "about 24h [hours] into her treatment the patient went into septic shock and needed emergency surgery to remove the left [fallopian] tube which had transformed into an abscess. She is now slowly recovering." He reported the "hysteroscopy itself was the most likely cause for the event..." Additionally, he reported adiana was being used in the treatment of ivf (in vitro fertilization), which is off label use. Additional information was received on (B) (6) 2009. The physician reported treatment included the antibiotic "ceftriaxone" which was initiated after the blood cultures confirmed a streptococcal infection. He reported the patient was discharged from the hospital on (B) (6) 2009. Additionally, the physician reported "the patient recovered extremely well."

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. The device passed final testing prior to release. Sterile lot records were reviewed for disposable device and were confirmed to be within specified limits. Serial number of the radio frequency generator not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the adiana system. If additional relevant information is received, a supplemental medwatch will be filed. (B) (4).